Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred. Field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse examined the pdu fan tray and dcps, discovered that both the components were defective. The defective pdu fantray and dcps were returned for analysis, and it was concluded that the cause of the issue was defective 24v power supply. Fse replaced pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It does not start. It happened today. Ground floor hemodynamics.